Event description:
It was reported that the patient possibly received an inappropriate shock. The right ventricular lead had high short interval counter and a sensing drop. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with two ventricular non-sustained tachycardia episodes equal to 200 ms on (B)(6) 2012. Interference/noise was noted, the ventricular short interval count (v-sic) equal to 178.0 counts avg/day, in 5.78 days, between (B)(6) 2012. There was a resistance/impedance increase. The weekly pace lead impedance trend data shows an increase for max ventricular pace equal to 504 to 952 ohms peak between (B)(6) 2011, then returning to a baseline of 504 ohms on (B)(6) 2011.